Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer¿s blood glucose level was 42 mg/dl and 582 mg/dl. The customer was treated with insulin pump boluses and injection. The customer did experienced the symptoms such as thirsty, stomach hurts. Customer's other blood glucose was 300 mg/dl, 208 mg/dl, 389 mg/dl, 308 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.